Event description:
It was reported that on going intermittent occlusion alarms occurred, which began about a month ago. Blood glucose levels remained within the normal range. A replacement pump was sent to the customer to resolve the issue.